Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a ventricular event showing noise on the right ventricular (rv) lead that inhibited pacing. The patient experienced a four second pause as a result. Lead assessment with a programmer was recommended. The crt-d and rv lead remain in service. No additional adverse patient effects were reported.